Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited high capture threshold and high impedance. No interventions were reported. The patient was stable and will continue to be monitored.

Event description:
New information received noted that the right ventricular lead exhibited loss of capture. The patient presented for revision procedure on (B)(6)2019. The right ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.